Manufacturer narrative:
For the investigation the log file was analyzed. On the day of the reported event, the device was switched on at 7:14 am. The subsequent self-test was completed at 7:20 a.m. Without any deviations. A further leakage test was carried out at 9:34 am. The relevant procedure was started at 9:47 a.m. In man/spont mode. As a result, peak pressures >30 mbar were measured at low vte (70-100 ml). The device alarmed pressure high and continuous aw pressure. At 9:56 am, the user switched to volume mode. The set vt could not be applied due to the pressure limitation and alarmed accordingly pressure limited and vt not reached. The user then repeatedly switched between manual and automatic ventilation, but the situation initially remained unchanged. The device continued to alarm repeatedly, including pressure limited, continuous aw pressure, vt not reached and mv low. After switching to pressure mode at 10:32 am, the situation stabilized briefly before the patient was disconnected from the device. At 10:40 am, the therapy was ended by switching to standby. The logbook contains no indications of a technical malfunction of the device. The measured data and the alarms are typical of a stenosis/obstruction in the elbow as determined subsequently by the user. Other than reported by the user, the device generated pressure and volume-related alarms in accordance with its specification at all times. No indication for an ergonomic problem of the primus was found.

Event description:
It was reported that the hose system, manufactured by intersurgical, was blocked during the operation. The user stated that no alarm for the upper pressure was present. By now it cannot be excluded, that this was due to ergonomic features. The patient had to be resuscitated. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
This report is submitted again as the imdrf codes had to be corrected. For the investigation the log file was analyzed. On the day of the reported event, the device was switched on at 7:14 am. The subsequent self-test was completed at 7:20 a.m. Without any deviations. A further leakage test was carried out at 9:34 am. The relevant procedure was started at 9:47 a.m. In man/spont mode. As a result, peak pressures >30 mbar were measured at low vte (70-100 ml). The device alarmed pressure high and continuous aw pressure. At 9:56 am, the user switched to volume mode. The set vt could not be applied due to the pressure limitation and alarmed accordingly pressure limited and vt not reached. The user then repeatedly switched between manual and automatic ventilation, but the situation initially remained unchanged. The device continued to alarm repeatedly, including pressure limited, continuous aw pressure, vt not reached and mv low. After switching to pressure mode at 10:32 am, the situation stabilized briefly before the patient was disconnected from the device. At 10:40 am the therapy was ended by switching to standby. The logbook contains no indications of a technical malfunction of the device. The measured data and the alarms are typical of a stenosis/obstruction in the elbow as determined subsequently by the user. Other than reported by the user, the device generated pressure and volume-related alarms in accordance with its specification at all times. No indication for an ergonomic problem of the primus was found.

Event description:
It was reported that the hose system, manufactured by intersurgical, was blocked during the operation. The user stated that no alarm for the upper pressure was present. By now it cannot be excluded, that this was due to ergonomic features. The patient had to be resuscitated. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow up report.

Event description:
It was reported that the hose system, manufacturered by intersurgical, was blocked during the operation. The user stated that no alarm for the upper pressure was present. By now it cannot be excluded, that this was due to ergonomic features. The patient had to be resuscitated. The device has no UDI as an UDI was not required at the time the device was manufactured.